Manufacturer narrative:
There are multiple pump serial numbers associated with this report. Pump serial numbers (B)(6) were not returned by the end user. A review of product complaint history confirmed there are no other complaints associated with the devices. Review of the DHR confirmed the devices passed all previous tests and inspections. The follow up MDR will be created when we have additional information available on the pump. Investigation cannot be performed as pump is not available for evaluation. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event. Section d4: pump serial number: (B)(6) are all the effected serial numbers.

Event description:
On (B)(6) 2022, infutronix received a report that a group of pumps had the incorrect library configuration which showed the incorrect pump model name upon device power-up. Device return was requested.